Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was sent to the supplier and evaluated. The sales rep reported endoscope (B)(6) having a cloudy lens. Per service report, this complaint can be confirmed. During evaluation, it was found that the image on the camera was slightly blurred and partially dark. Further, there were deposits on the distal cover glass. Also, found that the whole endoscope was showing usual traces of usage (i.e. Scratches) and additionally, the distal end was also showing usual traces of usage (i.e. Discolorations, scratches). The defective parts were replaced, the deposits on the distal cover glass was removed with acetone and a q-tip, and the device was repaired, tested, and found to be working according to specifications. As per manufacturer evaluation, the images on the camera are slightly dark and blurred due to the deposits on the distal cover glass, the damages at the distal end and the broken optical components inside the optical system of the endoscopes. The damages at the distal ends and the broken optical components inside the optical system are caused by applying too much force on the endoscopes during usage time by the customer or by a handling error. Most probably, the distal end of the endoscopes got in contact with sharp instruments during usage time or the endoscopes were hit or fell by mistake. The deposits on the distal cover glass were caused by an improper cleaning of these endoscopes after usage by the customer. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the endoscope device had cloudy lens. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.